Event description:
Customer reports, that the expiration date printed on the advantage strip vial is 3/31/2008. According to the MFR's batch record, the correct expiration date for the strip lot is 3/31/1998. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.